Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1705232p, medical device expiration date: 04/30/2022, device manufacture date: 05/04/2017. Medical device lot #: 1709232, medical device expiration date: 08/31/2022, device manufacture date: 08/31/2017. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe had a difficult plunger, while using the device with a syringe pump. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one used sample unit with a blister package of lot number 1709232 was received for evaluation by our quality engineer. Upon visual inspection of the sample, no damages or molding defects were observed. A device history record review for both lots reported, 1705232p and 1709232, did not reveal any issues during production that could have contributed to the alleged defect. Silicone content tests and breakout sustaining force tests are performed during the manufacturing process; both lots provided were within specification. As the syringes are intended for singe use, functionality testing was not performed on the returned sample as the results would not be reliable. Ten retained samples of each lot number were obtained from our manufacturing facility for investigation. Upon visual inspection of the twenty retained samples, no damages or molding defects were observed. Silicone content tests and breakout sustaining force tests were performed on the retained samples and all samples meet specification limits. Based on the investigation results, a cause for the reported defect could not be identified. Investigation conclusion: since no defect has been found in sample received, and no manufacturing defect has been observed in retained samples evaluated neither in DHR review of affected lots, the root cause of the alleged defect cannot be determined.

Event description:
It was reported that a bd plastipak¿ syringe had a difficult plunger, while using the device with a syringe pump. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd plastipak syringe had a difficult plunger, while using the device with a syringe pump. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.